Event description:
The xray tube counterweights broke causing the xray tube and horizontal support to fall into the table top. The operator was moving the x-ray tube at the time. No patient was in the room and the operator was not injured. No injury was reported.